Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain and head/neck (no n-malignant). It was reported that the patient was getting ¿too much juice¿ to their legs. The patient clarified that the stimulation felts too strong. It was reported that the stimulation was on. The patient decreased the stimulation so that it wasn¿t too strong anymore, but they could no longer feel the stimulation. The patient noted that they would feel stimulation ¿on and off¿ while the ins was on. The patient noted that they have restless leg syndrome and noted that it has been aggravating them more often. The patient also mentioned that they have a knee problem where their knees are bent. The patient planned to see their hcp and a manufacturer representative at their next appointment on (B)(6) 2018. No further complications are anticipated.